Event description:
According to the reporter, during a laparoscopic paraesophageal diaphragmatic hernia repair, toupet fundoplication it was reported that the needle broke off on the first device leaving a piece of it on the handpiece and the tip inside the patient. The doctor ordered x-ray, searched the field with no luck. It will be dictated as such and included in op report. The needle was lodged in the unit but it was bent. Another device was used which also failed; the whole needle was left in the patient but was able to retrieve it.

Manufacturer narrative:
D10 concomitant product: 173016 - 173016 endo stitch instrument, lot# j3b0144ey 173016 - 173016 endo stitch instrument, lot# j3b0144ey 173016 - 173016 endo stitch instrument, lot# j3b0144ey medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d1, d4, e1, e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned loaded in the handle and was removed before analysis. The needle was inspected under a microscope and loading marks were observed outside one of the loading slots. The needle had greater than seven inches of suture attached. Functional testing found that the returned needle was loaded in the handle. The needle was applied to test media for functional testing. The returned needle was found to function properly and remained engaged in the test instrument throughout testing. There was no difficulty experienced in loading, unloading or toggling the returned needle. It was reported that the needle disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur if either the loading unit has incorrect orientation or the suturing device was held with the printed information facing down when the needle is loaded in the device. In some instances, the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. The evaluation detected an unreported condition: of premature toggle. Visual examination noted that the needle was inspected under a microscope and loading marks were observed outside one of the loading slots. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.